Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had an implant site infection. The patient had an infection of the deep brain stimulation (dbs) system. The explant of the implantable neurostimulator (ins) and extensions occurred on 2009-(B)(6). The electrodes were explanted on 2009-(B)(6) due to a bacterial infection of the dbs system. The event was treated with clindamycin. It was the patient¿s choice not to get re-implanted after the antibiotic treatment. The event resulted in hospitalization or prolongation of hospitalization. The event required surgical intervention to prevent permanent impairment to a body function or body structure. The event was possibly or certainly related to the system. The outcome resolved completely.